Event description:
Refer to manufacturer report # 3004209178-2014-18398 for the event associated with possible granuloma.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported the patient went into withdrawal. The date of the event was not reported. The system was being used to deliver dilaudid and bupivacaine at the time of the report, but the drugs delivered by the system at the time of the event were not reported. Additional information received reported on (B)(6) 2014-09-23 the patient had withdrawal symptoms due to a possible granuloma; however it was unknown if the patient currently had a granuloma. It was noted the medicine in the pump "was not getting through due to a possible granuloma" and the patient was ¿out of her mind in pain, she laid flat on her back, could not walk, and her husband was not helping.¿ about three weeks ago the patient was starting to feel better, but was still in a wheelchair. It was further reported the patient had a refill scheduled for early november and at that time the patient and the new hcp discussed a possible granuloma and filled the pump with saline; however on the date of this report the hcp filled the pump with dilaudid and bupivacaine. The dose and concentration were unknown. The patient¿s current hcp advised the patient to follow up with the old hcp, but she could not because she was dismissed by that hcp and that old hcp would not fill the pump. The patient was told not to come back. Information regarding the possible granuloma, interventions, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain th is information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).